Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserted the sensor and infusion set with a trainer, she calibrated and after 2 hours her blood glucose was high at 479 m/dl. She removed the infusion set and treated with manual injection. She then removed the sensor because she started receiving calibration errors. The customer stated she had pain and blood at site when removing the sensor. Customer stated that the infusion set might have been inserted where there was scar tissue. Customer declined troubleshooting as she was driving.